Manufacturer narrative:
Concomitant products : product ID neu_unknown_lead, serial # (B)(4), product type lead; product ID 4301-35, serial # (B)(4), product type lead. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with severe nausea, vomiting, hematemesis, abdominal pain, and general malaise. These symptoms were presumed secondary to her diabetic ketoacidosis and gastroparesis. The patient was admitted to the hospital with non-device related symptoms including diabetic ketoacidosis and ¿prolonged¿ hypoglycemic event in which she experienced the day prior to hospitalization. The patient had reportedly turned off her insulin pump and her sugars began to increase, but once the insulin pump was turned back on it was unable to counteract the resulting hyperglycemia. It was noted that the patient had a long history of diabetes mellitus which was poorly controlled. Diagnostic tests included laboratory tests, blood tests, urinalysis, and chest x-ray while medicine administered included intravenous (IV) fluids, opioid analgesics, and antiemetics. The electrocardiogram revealed peaked t-waves in the lateral leads. The patient¿s nausea and vomiting resolved as her ketoacidosis resolved, and her diet was advanced until she was able to tolerate full solid foods. The discharge summary¿s principal and final diagnosis was diabetes mellitus type I with diabetic ketoacidosis. The event ended on (B)(6) 2001 as the patient recovered with therapeutic action. Additional follow-up is being conducted. If any additional information is received, a supplemental report will be sent.